Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report and the reported accident appears to match the damage found. This is a final report.

Event description:
A decline in hearing performance was seen after an impact occurred. The patient has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Obvious decline in patients hearing performance with the device after head trauma was noted by the guardians. The patient was re-implanted on (B)(6) 2016 and has good performance with the new device.